Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The exact cause of the reported event could not be conclusively determined, however there is possibility that the reported event was caused by breakage of the image sensor unit, defect of the circuit board inside the video connector or of the video system center connected to the device. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device was evaluated at sorc. As a result of the evaluation, the following was confirmed. The angulation was not fixed sufficiently due to the deterioration of the friction plate. The insertion section was damaged. The objective lens was chipped. The adhesive at the distal end was damaged. There was an abnormality in the appearance of the connector. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus inspected the device at olympus service operation repair center (sorc) and found that the endoscopic image was noisy, and the endoscopic image temporarily disappeared and could not be seen. There was no report of patient injury associated with the event.